Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis was only inflating about 75 percent and then the pump would go flat. No patient complications were reported.